Event description:
Customer reports back to back testing to a professional meter while using the compact plus system with results of hi (>600mg/dl) on customer's meter and 250 mg/dl on professional meter. L2 quality control was run and in range during the call. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.